Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.